Event description:
A pump motor stall was confirmed in the event logs with no motor stall recovery. Telemetry indicated the pump motor had stalled on multiple occasions prior to the stall on (B) (6) 2009 at which time the pump motor did not recover. Prior pump motor stalls had been for periods of less than six hours. A critical alarm was also reported; the alarm was due to stopped pump duration exceeding 48 hours which occurred on (B) (6) 2009. The pt experienced increased pain. Per the reporter, the pt was doing well and had been supplemented with oral medications. The pump was used to deliver bupivicaine and dilaudid. A pump replacement was being planned.

Manufacturer narrative:
(B) (4).